Event description:
The pt underwent implantation of an itrel neurostimulation system in 04/1995 for relief of pain due to failed back surgery syndrome. The pt underwent replacement of ipg in 2000. The pt's attorney contacted the MFR alleging "plaintiff was continuing to suffer from pain resulting from chronic back failure and that 6 days later, dr. Recognized that there was a need to replace the wire from the epidural electrode to the pulse generator".